Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead dislodged one day post implant. The physician noted that the lead body appeared damaged. The lead was explanted and replaced. The patient was stable post procedure.